Event description:
Patient tested 1.5 inr on the coaguchek xs system while a professional coaguchek xs plus system returned as 2.0 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.